Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise in (B)(6) 2011. The lead exhibited loss of capture at high output on (B)(6) 2012. The lead was noted to be dislodged which was confirmed upon x ray. The noise was unable to be reproduced in clinic. The device was programmed to vdd mode. The patient was stable.